Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the blood glucose was high. The customer¿s blood glucose was 435mg/dl at the time of the incident. The customer reported that the patient was having issues with the infusion set. The customer stated that the infusion set will not connect back to the quick release. . The customer stated she doesn't need to troubleshoot for the high blood glucose as she knows it was because she wasn't connected. The insulin pump will not be returned for analysis.